Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that there was a cut in the black hose of the device. The date of the event is unknown. The device was being used during a knee surgery. There was no user or patient injury. It is unknown medical intervention occured. There was no additional information provided.